Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced multiple infusion set fell off events on (B)(6) 2026, (B)(6) 2026, (B)(6) 2026, (B)(6) 2026, (B)(6) 2026 and (B)(6) 2026 while in use. The infusion set had been in use for three to twelve hours. The patient replaced the infusion set and resumed insulin deliveries successfully.